Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad trace. Insulin pump had minor scratches on display window and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Event description:
The customer reported that there is a poroblem with the buttons on the insulin pump not working as expected. They press the end button and it makes a sound. The blood glucose at that time was 147mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.